Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient used an expired sensor. The animas vibe user's guide states: do not insert sensors past the use by date printed on the sensor package label. The use by date format is yyyy-mm-dd. Sensors must be inserted on or before the end of the calendar day printed on the sensor package label. At the time of contact, no injury or medical intervention was reported.